Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The surgeon wants to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "insert revised because metal post broke." The reported device was implanted approximately in 1997; however, exact date was not provided.